Event description:
It was observed that during the device evaluation, the camera head cable failed the leak test. There was no patient involvement.

Manufacturer narrative:
The device was visually inspected, and functional testing was performed. Based on functional testing performed, the device failed the standard specification. Device history record (DHR) review: a DHR was reviewed and no issues that could have caused or contributed to the reported issue were found. Instructions for use (IFU): ¿before each case, prepare and inspect this camera head as instructed below. Inspect other equipment to be used with this camera head as instructed in their respective instruction manuals. Should any irregularity be observed, do not use the camera head; contact olympus." The most probable cause of the complaint is cause traced to component failure. Olympus will continue to monitor the field performance of this device.